Event description:
It was reported to philips that the device failed calibration. There was no patient involvement.

Manufacturer narrative:
It was reported to philips that the device's shock values were below specifications. There was no patient involvement. The field service engineer (fse) evaluated the device and found the shock out was low. The high voltage capacitor needs to be replaced. Upon conclusion of the evaluation, it was determined that the high voltage capacitor requires replacement. It was replaced. The device passed testing and was put back into service.